Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the foreign material remained in the bending section due to leak failure occurred in the connecting tube due to which reprocessing could not be completed. The following are included in the instructions for use (IFU): -reprocessing manual for enf-t3, and it describes the reprocessing procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the rhino-laryngofiberscope exhibited a foreign material in the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.